Event description:
This patient had a medtronic sprint fidelis lead in place that was included in a recent voluntary manufacturer's recall issued in october of 2007. Because the lead had been placed in 2007 and now was part of a safety recall issued in october, 2007, the physician felt it could probably be successfully extracted and replaced. The patient has experienced no difficulties with his device and it has been functioning properly. However, the physician felt that due to his history, clinical picture, the manufacturer's recall, and the recent placement of the lead, that it would be beneficial to remove the lead and replace it at this time. The lead was easily removed and is intact. There are no defects that can be appreciated visually. Manufacturer response for biventricular ICD lead, sprint fidelis. Staff contacted the medtronic rep on the date of surgery. Risk management called rep the next day and a return message indicated that the rep would come to the hospital to pick up the device.